Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had issues with their battery life. The customer also reported an unexpected restart alarm. The customer stated they were unsure whether their temp basal was programmed before the alarm occurred. Customer also reported receiving a battery out limit alarm. The customer's blood glucose was 160 mg/dl. Customer was advised the battery out limit alarm was normal insulin pump behavior. It was also found the customer received a off no power alert. The customer stated their battery cap was not loose, cracked, or damaged. The customer stated this was the second occurrence of the off no power alert in less than 24 hours. It was also found the customer had received multiple signal too low alarms. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.